Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged, and the pump will no longer charge. Customer¿s blood glucose level was 150-170 mg/dl. Reportedly, the customer used an alternate insulin pump, and had an alternate method of insulin therapy.